Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil perforating my uterine wall and near my small intestine") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: patient will need a hysterectomy and if bowel is involved a resection. Diagnostic results: CT scan : coil perforating uterine wall and near small intestine. ¿concerning the injuries reported in this case, the following one/ones were described in social media: uterine perforation". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil perforating my uterine wall and near my small intestine") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: patient will need a hysterectomy and if bowel is involved a resection. Diagnostic results: CT scan: coil perforating uterine wall and near small intestine. ¿concerning the injuries reported in this case, the following one/ones were described in social media: uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforating my uterine wall and near my small intestine'), device dislocation ('coil may be located in my intraperitoneal cavity') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intentional device use issue ("I had 3 inserted"), inflammation ("causing inflammation for 5 years") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, intentional device use issue, inflammation and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, inflammation, intentional device use issue, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient will need a hysterectomy and if bowel is involved a resection. Diagnostic results: CT scan : coil perforating uterine wall and near small intestine. ¿concerning the injuries reported in this case, the following were described in social media: uterine perforation, bleeding, I had 3 inserted, causing inflammation for 5 years, pain, coils may be located in intra-peritoneal cavity" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Events ; bleeding, I had 3 inserted, causing inflammation for 5 years, pain, coils may be located in intra-peritoneal cavity were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.